Event description:
It was reported in an journal article that, upon review of five patients with subcutaneous implantable cardioverter-defibrillators (s-icds) who also received left ventricular assist devices (lvad), several clinical observations were noted. One patient received multiple inappropriate shocks due to oversensing of electromagnetic interference (emi) in two vectors. The device was programmed to an alternate vector and it was reported that the patient was doing well. Another patient had device therapy programmed off due to sensing issues caused by emi. Low amplitude r-waves were also reported in this case. The patient was discharged with a lifevest and s-ICD therapy was programmed back on approximately one month post-lvad implant and the patient is being monitored. The third patient also had sensing issues due to emi and the device therapy was temporarily programmed off. Two months post lvad implant, the device sensing improved and s-ICD therapy was programmed back on. The last patient received an inappropriate shock due to oversensing of emi and significant undersensing occurred in all three vectors so device therapy was programmed off. No additional adverse patient effects were reported. The article indicates that the first three devices remain in service. The patient with the fourth device received a heart transplant and the status of that s-ICD is not noted.